Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that they had hospitalized due to diabetic ketoacidosis and high blood glucose levels on (B)(6), 2021. The length of hospitalization was 5 days. Blood glucose level at the time of incident was 35.6 mmol/l. Customer reported symptoms like vomiting. High blood glucose level was treated by using insulin drips and manual injections. Reported that insulin pump was no longer working due to motor error alarm and they tried clearing the alarm but insulin pump was turning off during rewind and had recurring motor error alarm. Insulin pump was still unresponsive even after changing the battery. They performed ketone test. Customer reported that the drive support cap appears normal. The insulin pump will be returned for analysis.

Manufacturer narrative:
On (B)(6) 2021 the customer was hospitalized for dka. Customer had a motor error alarm. Device alarmed a33 during the prime/a33 test at 4.0 lbs and alarmed motor error during the basic occlusion test. Unable to perform the occlusion test, excessive no delivery test and the dat due to a33 alarm/motor error alarm. All operating currents are within specification. Off no power alarm functions properly. The pump passed the displacement test, rewind, self test and a21 error test. During visual inspection, the motor had corroded motor home switch, corroded lcd/b and corroded vibrator motor. The following were noted during visual inspection: minor scratched display window, cracked display window on the upper left corner and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thds and carelink upload was successful. Please see below when reviewing the history download. There is no data available due to the pump was stored for an extended period without a battery. Unable to verify motor error alarm due to no data available in the history file. The pump alarmed a33 during the prime/a33 test at 4.0 lbs and alarmed motor error during the basic occlusion test due to faulty fsr (gold). Unable to complete the functional test (perform the occlusion test, excessive no delivery test and the dat) due to a33 alarm/motor error alarm. Unable to confirm alleged dka. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.